Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that they used a blade on 800 and then bumped it up to 1000. It worked for a while but did eventually break and they had to open another one. The event occurred during a laryngology case. There was no delay in the procedure and there was no patient impact. The procedure was completed with backup product(s). No broken pieces of the reported product remained inside the patient's body.